Event description:
The user facility reported an increase of pressure after 5 minutes of use during a bypass procedure. Follow up communication with the user facility confirmed: after initial startup the pressure in the line increased and the aorta cannula was repositioned; the repositioning of the cannula was unsuccessful and the pressure continued to rise above 400mmhg causing the oxygen levels to deteriorate; subsequently, the oxygenator was changed out for a new one; as a result, the line pressure went back to normal; the procedure was completed successfully; there was no reported impact to the patient; and the patient is reported as "doing ok."

Manufacturer narrative:
(B)(4). A visual inspection of the actual device revealed no anomalies or breaks. The sample was mechanically tested for pressure performance and the obtained pressure values met specifications. There were no anomalies observed, such as an obstruction in the oxygenator module, which would have contributed to the reported pressure rise. A review of the complaint files confirmed that this lot has not been previously reported. A review of the device history record confirmed that there were no production related problems for this lot number. Although the cause for the reported event cannot be definitively determined based upon the available information, there is no indication that this event was related to a device defect or malfunction. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure. Oxygenator use and performance under standardized conditions are addressed in the device labeling. The device labeling states in the instructions-for-use: "do not supply gas during priming." All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).